Event description:
The complainant alleged that during biomed testing of the device, "error 44" appeared on the display. The complainant indicated that there was no pt involvement in the reported malfunction.